Manufacturer narrative:
Bci field service engineer (fse) performed service on the instrument and found a leak coming from the movable fitting on the side of the bottle funnel. The fse replaced the no foam bottle assembly and no further leaks were detected.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a no foam leak on unicel dxc 600 pro synchron clinical system. The customer reported a small amount of no foam coated some tubing, but could not identify the source of leak. The customer was wearing personal protection equipment. No injury was reported and there was no effect to patient or user.